Manufacturer narrative:
Blank fields on this form indicate the information has previously been reported, is unknown or is unavailable. Device evaluation: the complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. This complaint is one of the six complaints from the facility and one complaint device (reference MFR. Report:1820334-2018-03414) was returned and it was reported to have a partial separation of the extension tube instead of the purple hub being cracked. So the rest of the complaint devices are expected to have the partial separation as well. Investigation: a document-based investigation reviewed the following: instructions for use, quality control specifications, documentation, and complaint history. There is no evidence to suggest the product was not made to specifications. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. Risk assessment determined that risk controls are in place to mitigate this failure mode. The appropriate personnel were notified, and we will continue to monitor for similar complaints. Conclusion: based on the information provided and the results of our investigation, the actual root cause was determined as cause traced to device design (design inadequate for purpose). Appropriate measures have been initiated to investigate this failure mode. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the purple hub on a turbo-ject® double lumen bedside power-injectable PICC was found cracked. This lumen was being used to infuse total parenteral nutrition(tpn.) The device was removed and replaced during an additional procedure. It is unknown how long the device was in place and when it was removed. As reported, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested with regards to the device, event, and patient details but have not been provided at the time of this report.